Event description:
It was reported that a flo-gard infusion pump had presented a battery low alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and verified in the alarm log. The cause of the condition was determined to be a swollen battery and/or a blown slow blow fuse, as both of these issues were found and are known to contribute to the occurrence of the reported alarm. To correct the condition, the main battery and slow blow fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.